Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was unable to exit preparing to prime as well as insulin pump had pump error alarm. Customer¿s blood glucose was 316 mg/dl at the time of incident. Customer was able to complete rewind. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm motion sensor test failure and unable to perform displacement test, basic occlusion test, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to confirm prime or fill anomaly and unable to perform prime test and excessive no delivery test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.